Event description:
On wednesday 7/21/93, the patient was presented to the dr. With hip pain on the right side. On 6/11/92 the dr. Had performed a total hip arthroplasty on this hip. He had put in a cemented stem, hgii cup 58mm and liner. An x-ray on 7/21/93 showed the liner had dislocated from the cup. On 7/22/93 the dr. Replaced this cup.device labeled for single use. Patient medical status prior to event: unknown. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.invalid data - regarding evaluation by user after event. Method of evaluation: invalid data. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: no data. The device was not destroyed/disposed of.